Manufacturer narrative:
One 72203791 truepass suture passer w/self-capture feature was used for treatment. Due to unavailability, evaluation was limited. However the customer provided images. Image showed a broken suture passer tip. Factors that may affect device performance include: improper cleaning of device. Per instructions for use: ¿the grasping jaw of the truepass suture passer, including the self-capture feature, is delicate and can be damaged if handled roughly. Do not drop the instrument from any height. Keep the grasping jaw closed when not in use. Do not manually open the self-capture feature while cleaning, as extension beyond 90° can permanently damage the device. Do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws.¿ and ¿truepass disposable needles ¿ for single use only. This product is warranted to be free from defects in material and workmanship. Do not reuse.¿ complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition or product, procedure failure that supported the allegation. Final product met specifications upon release to distribution.

Event description:
It was reported that during shoulder arthroscopy surgery the truepass suture passer tip broke. No pieces detached from the device but the tip was damaged. There was no delay and the procedure was completed using the same device. No further complications were reported.